Manufacturer narrative:
The device is not returning for investigation, therefore, a comprehensive investigation cannot be performed.

Event description:
The event involved a customer report stating that a plum 360 device infused an 100ml bag of pantoprazole in 4 hours and 45 minutes, instead of the intended 10-hour infusion. There was no alarm or malfunction noted on the pump. The logs show the piggyback on b was started at 08:03:27 at 10 ml/hr for 100 ml and that it was manually stopped (pressing stop/stop-all) at 11:26:18 after delivering 33.8 ml, which is the expected amount to be delivered after the 3:23 hrs. Biomed reports the bag attached for b was empty. The event occurred during infusion, however, no one was harmed as a result.